Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion. Customer states "the medication bag was empty". There was patient involvement, but no harm. Additional information received: it was reported there was an over fusion of normal saline that occurred (B)(6) 2025 1850-1950. The volume to be infused was 1000mls as a bolus infusion. The customer states "it appears that the full 1000ml infused over one hour". This was a stat order and the customer states "under the critical care area there are guardrails for the normal saline. The machine was turned off when I had control of it". The over infusion occurred at shift change. The tubing used was bd tubing.

Manufacturer narrative:
Omit: concomitant med prod data, b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion was confirmed through a review of the logs and was determined to be due to a user error. The infusion was reported to be programmed as a bolus infusion, however; it was observed that the ¿bolus¿ option was not selected, instead; the log review confirmed that the suspect device was programmed at a rate of 999 ml/hr and was allowed to infuse for forty (40) minutes. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. On (B)(6) 2025 at 5:03 am the unit was selected, the user programmed a ¿guardrails drugs¿ 30 mins infusion of pip/tazo (zosyn), with a dose of 3.37 gram/100 ml, a calculated rate of 20 ml/hr and a volume to be infused (vtbi) of 100 ml. At 7:06 pm the unit was selected, the user programmed a ¿guardrails IV fluids¿ infusion of 0.9% normal saline (drug ID 15), with a rate of 999 ml/hr and a vtbi of 1000 ml. At 7:36 pm the infusion was paused, two (2) minutes later the infusion was restarted. At 7:47 pm the infusion was paused. At 7:51 pm the pump module was channeled off. The total volume infused (tvi) was 653.201 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. There was patient involvement, but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of an over fusion of normal saline is being attributed to user error. The infusion was reported to be programmed as a bolus infusion, however; it was observed that the ¿bolus¿ option was not selected, instead; the log review confirmed that the suspect device was programmed at a rate of 999 ml/hr and was allowed to infuse for forty (40) minutes. The returned device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a0401, g02017, c07, d15, a040502, c0601, d0302, a1801, g04067, g04037, a040506, g04070, c070606, d02, c23, d11, a0404, a27, g0405213 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion. Customer states "the medication bag was empty". There was patient involvement, but no harm. Additional information received: it was reported there was an over fusion of normal saline that occurred (B)(6) 2025 1850-1950. The volume to be infused was 1000mls as a bolus infusion. The customer states "it appears that the full 1000ml infused over one hour". This was a stat order and the customer states "under the critical care area there are guardrails for the normal saline. The machine was turned off when I had control of it". The over infusion occurred at shift change. The tubing used was bd tubing. Additional information received, per report, ¿information provided by emergency department manager. Normal saline infusion was started in the emergency department and programmed as a guardrails IV fluid bolus (rate and volume to be infused-vtbi was unknown). It was unknown if the priming volume for an IV set is considered when entering in a volume to be infused- vtbi. Infusion drip chamber would have been checked at the start of the normal saline infusion (common department clinical practice) but not periodically throughout the infusion to ensure the drops correlated with the intended infusion rate. The event occurred at shift change. The clinician became aware of the over infusion when the patient called the nurse stating, ¿the alaris pump was making a funny clicking noise.¿ the nurse then observed that the IV bag and drip chamber had collapsed. The clinician stated that it appeared that the full 1000ml infused over one hour. There had not been any alarms generated from the alaris system relating to this saline bolus infusion. It was shared by the unit manager that in the past the hospital had experience an adverse patient event (not with a bd or alaris product) involving an air embolism. From this event the hospital quality team had implemented the practice to ¿burp the air out of the IV bags¿ in the emergency department when setting up an IV. The emergency department clinical educator stated she would not stop the practice of burping the air out of the IV bags due to the past patient event and the request by the hospital quality team. The primary IV tubing used for the saline bolus was #2426-0007 with 3 smartsite ports. The saline IV bags in use in the emergency department are manufactured by ICU medical and do not have a semi-rigid base.

Manufacturer narrative:
Omit: a27 - appropriate device problem term/code not available, g0405213 - screw. Correction: manufacturer narrative. Note that this report lists imdrf annex a0401, g02017, c07, d15, a040502, c0601, d0302, a1801, g04067, g04037, a040506, g04070, c070606, d02, c23, d11, a0404 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion. Customer states "the medication bag was empty". There was patient involvement, but no harm. Additional information received: it was reported there was an over fusion of normal saline that occurred 10/27/2025 1850-1950. The volume to be infused was 1000mls as a bolus infusion. The customer states "it appears that the full 1000ml infused over one hour". This was a stat order and the customer states "under the critical care area there are guardrails for the normal saline. The machine was turned off when I had control of it". The over infusion occurred at shift change. The tubing used was bd tubing. Additional information received, per report, information provided by emergency department manager normal saline infusion was started in the emergency department and programmed as a guardrails IV fluid bolus (rate and volume to be infused-vtbi was unknown). It was unknown if the priming volume for an IV set is considered when entering in a volume to be infused- vtbi. Infusion drip chamber would have been checked at the start of the normal saline infusion (common department clinical practice) but not periodically throughout the infusion to ensure the drops correlated with the intended infusion rate. The event occurred at shift change. The clinician became aware of the over infusion when the patient called the nurse stating, the alaris pump was making a funny clicking noise. The nurse then observed that the IV bag and drip chamber had collapsed. The clinician stated that it appeared that the full 1000ml infused over one hour. There had not been any alarms generated from the alaris system relating to this saline bolus infusion. It was shared by the unit manager that in the past the hospital had experience an adverse patient event (not with a bd or alaris product) involving an air embolism. From this event the hospital quality team had implemented the practice to burp the air out of the IV bags in the emergency department when setting up an IV. The emergency department clinical educator stated she would not stop the practice of burping the air out of the IV bags due to the past patient event and the request by the hospital quality team. The primary IV tubing used for the saline bolus was #2426-0007 with 3 smartsite ports. The saline IV bags in use in the emergency department are manufactured by ICU medical and do not have a semi-rigid base.